Manufacturer narrative:
It was reported that medicine not passing through needle. To aid in the investigation, one hundred nighty-six samples in sealed blister packaging were received for evaluation by our quality team. Thirty two samples were randomly selected for evaluation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Of the thirty two samples one samples did not expel the solution, these needle is clogged. A device history record review was completed for provided material number 306616, columbus needle lot numbers 1214992, 1278946, 1214008, 1214997. These needle lots were used in the manufacturing of the final product lots 1341422. The review revealed there was documentation for this type of defect during the production run of lot number 1214992 for clogged needles due to silicone. It could be possible these samples are escapes from the incident that occurred while producing batch 1214992. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using mckesson prevent sg the needle was not allowing medicine to pass. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that medicine is not passing through the needle. Event date: (B)(6) 2021 when used, medicine not passing through needle.